Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device using the pre-close technique via a 6f sheath hole prior to an abdominal aortic aneurysm (aaa) interventional procedure. The first prostyle device suture was deployed and pre-placed as intended. Reportedly, when the physician removed the second prostyle device, a suture separation was noted. Only one thread was noted instead of two. The suture of one new prostyle device was successfully pre-placed. The sheath was upsized to a 16f, and the aaa procedure was completed. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Visual analysis was performed on the returned device. The reported suture separation was observed as an anterior needle cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.